Event description:
It was reported that a malfunction occurred on the customer's pump, specifically displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. A replacement pump with updated software was dispatched by cts, and the customer was instructed on how to store the current pump and return it using a provided return box and pre-paid label within ten days. Additionally, the customer will need to program settings into the new pump and connect their cgm to it. The customer acknowledged and understood all instructions and corrective actions.